Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the pen needle 31gx5mm 7 pack the needle tip was missing believing that the needle tip was broken. It was not determined if the tip was broken in the body. On (B)(6) 2019 no needle tip was found at the injection site. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the parents injected the growth hormone into the child. After the injection, the needle tip was found to be missing, and the needle tip was supposed to be broken. Whether the needle has been broken in the body has not been determined yet. On (B)(6) 2019, no broken needles were found at the injection site.